Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the highly calcified circumflex artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, the device was unable to cross the lesion. Hence, plain old balloon angioplasty was performed for delivery and inflation of the device. However, at first inflation, it was noted that the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient's condition was good post procedure.